Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr powered on the device and the analyzer began smoking. The chip u10 was found burning up. He replaced the analyzer and tested. All to factory specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that they are unable to perform volume, gas or box calibration. She attempted to locate the source of the error and found three fuses blown and damage to the interface board. One of the ic chips on the board was visibly melted. No patient involvement or harm.

Manufacturer narrative:
At the time of the initial submission the failure investigation report was not included. Results of investigation: the vyaire failure analysis laboratory received the system box however no investigation could be performed due to the part being returned improperly packaged, without a cover or an electro-static discharge bag, compromising the functionality of the pcbas.